Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured due to a subclavian crush. As a result, a high out of range pacing impedance measurement of greater than 3000 ohms was noted. Loss of capture and oversensing of noise was also observed. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.